Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter phone number: (B)(6).

Event description:
It was reported there was no alarm sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they confirmed the device was completely out of sound with a speaker inoperative message present. The rse indicated the customer took responsibility for exchanging the speaker themselves. After the speak assembly was replaced by the customer, the unit returned to specification. No further investigation or action is warranted at this time.